Event description:
Pt complained of an abscess forming after being injected on (B)(6), however, it was determined that she did not have one after seeing her doctor. On (B)(6) 2010. The pt returned for a subsequent injection of 1cc on (B)(6) 2010 into her nlfs and cheek depressions. (B)(6) the pt had redness, heat and swelling in cheeks, nothing in nlfs. Her doctor did not see her, but thought it was firmness from the injection and refused to prescribe antibiotics. On (B)(6) 2010, the pt went to an urgent care doctor and was diagnosed with an abscess and was given levaquin and a steroid pack. On (B)(6) 2010 - she still has swelling and discoloration in cheek area - nlfs are fine. On (B)(6) 2010: pt improving. Swelling has resolved but she still has some lingering discoloration from bruising at injection site. She felt it was an injector issues, not a product issue.

Manufacturer narrative:
Per product labeling, the product is indicated for use in the mid to deep dermis for the correction of moderate to severe facial wrinkles and folds (such as nasolabial folds). The device was not available to be returned. The batch record, including sterility testing records, was reviewed and met specifications, and did not reveal any issues with the alleged product lot.